Event description:
Spontaneous report, from us. Local reference #: (B)(4). Quality complaint was opened: reference #: (B)(4). This initial serious case report was received on 27-sep-2022 from dentist by dealer and forwarded to septodont the same day via email. Additional info #1 was received on 28-sep-2022 from the dentist by phone. All the information was processed together. This case describes an accidental needle stick with suspected device henry schein 30ga short needle in a female dentist with no relevant medical history. It was reported that on (B)(6) 2022, the dentist performed an oral surgery in a male patient using a henry schein 30ga short needle to administer articaine 4% w/epinephrine 1:100,000 (brand: henry schein) for dental local anesthesia. After the procedure, the dentist tried recapping the needle using henry schein protector needle sheath prop via "one-handed" technique and during this, the cap slipped out and she got stuck by the contaminated needle on the tip of her left finger. It was reported that the needle was not bent prior to injection. The dentist washed her hands with soap and she reported that she is fine. The dentist and patient underwent tests for hepatitis a, hepatitis b, hepatitis c, and hiv and it was reported that the patient's test results came out negative. Information on the batches: #f10811aa, expiry date: 30-sep-2026. At the time of this report, the outcome of the patient was recovered. This case was considered serious by the company with seriousness criteria "required intervention to prevent damage" for pt "accidental needle stick" and "exposure to contaminated device". Manufacturer's preliminary comments: based on the first information available, the report described a detachment of the needle protective cap leading to accidental needle stick in the dentist. This was after an oral surgery using a henry schein 30ga short needle to administer local anaesthetic. The dentist tried recapping the needle with adequate procedure of "one-handed" technique but the cap slipped out, leading to an accidental needle stick with contaminated device. Normally, this technique well practiced does not lead to this kind of needle stick event. However, a detachment of the protective cap could be due to a quality defect of the device such as incorrect dimension of the outer diameter of the cap. Therefore, pending quality investigations results and/or additional information, the main root cause can not be determined. Based on the preliminary analysis, pending quality investigation and additional information, no CAPA is required.

Event description:
Spontaneous report, from us. Local reference #: (B)(4). Quality complaint was opened: reference #: (B)(4). This initial serious case report was received on 27-sep-2022 from dentist by dealer and forwarded to septodont the same day via email. Additional info #1 was received on 28-sep-2022 from the dentist by phone. Fup #2 was received on 01-dec-2022 from the quality department. Fup #3 was received on 16-dec-2022. All the information was processed together. This case describes an accidental needle stick with suspected device henry schein 30ga short needle in a female dentist with no relevant medical history. It was reported that on (B)(6) 2022, the dentist performed an oral surgery in a male patient using a henry schein 30ga short needle to administer articaine 4% w/epinephrine 1:100,000 (brand: henry schein) for dental local anesthesia. After the procedure, the dentist tried recapping the needle using henry schein protector needle sheath prop via "one-handed" technique and during this, the cap slipped out and she got stuck by the contaminated needle on the tip of her left finger. It was reported that the needle was not bent prior to injection. The dentist washed her hands with soap and she reported that she is fine. The dentist and patient underwent tests for hepatitis a, hepatitis b, hepatitis c, and hiv and it was reported that the patient's test results came out negative. Information on the batches: #f10811aa, expiry date: 30-sep-2026. At the time of this report, the outcome of the patient was recovered. This case was considered serious by the company with seriousness criteria "required intervention to prevent damage" for pt "accidental needle stick" and "exposure to contaminated device". Manufacturer's preliminary comments: based on the first information available, the report described a detachment of the needle protective cap leading to accidental needle stick in the dentist. This was after an oral surgery using a henry schein 30ga short needle to administer local anaesthetic. The dentist tried recapping the needle with adequate procedure of "one-handed" technique but the cap slipped out, leading to an accidental needle stick with contaminated device. Normally, this technique well practiced does not lead to this kind of needle stick event. However, a detachment of the protective cap could be due to a quality defect of the device such as incorrect dimension of the outer diameter of the cap. Therefore, pending quality investigations results and/or additional information, the main root cause can not be determined. Based on the preliminary analysis, pending quality investigation and additional information, no CAPA is required.

Event description:
Spontaneous report, from us local reference #: (B)(4). Quality complaint was opened: reference #: (B)(4). This initial serious case report was received on (B)(6) 2022 from dentist by dealer and forwarded to septodont the same day via email. Additional info #1 was received on (B)(6) 2022 from the dentist by phone. Fup #2 was received on (B)(6) 2022 from the quality department. All the information was processed together. This case describes an accidental needle stick with suspected device henry schein 30ga short needle in a female dentist with no relevant medical history. It was reported that on (B)(6) 2022, the dentist performed an oral surgery in a male patient using a henry schein 30ga short needle to administer articaine 4% w/epinephrine 1:100,000 (brand: henry schein) for dental local anesthesia. After the procedure, the dentist tried recapping the needle using henry schein protector needle sheath prop via "one-handed" technique and during this, the cap slipped out and she got stuck by the contaminated needle on the tip of her left finger. It was reported that the needle was not bent prior to injection. The dentist washed her hands with soap and she reported that she is fine. The dentist and patient underwent tests for hepatitis a, hepatitis b, hepatitis c, and hiv and it was reported that the patient's test results came out negative. Information on the batches: #f10811aa, expiry date: 30-sep-2026. At the time of this report, the outcome of the patient was recovered. This case was considered serious by the company with seriousness criteria "required intervention to prevent damage" for pt "accidental needle stick" and "exposure to contaminated device". Manufacturer's preliminary comments: based on the first information available, the report described a detachment of the needle protective cap leading to accidental needle stick in the dentist. This was after an oral surgery using a henry schein 30ga short needle to administer local anaesthetic. The dentist tried recapping the needle with adequate procedure of "one-handed" technique but the cap slipped out, leading to an accidental needle stick with contaminated device. Normally, this technique well practiced does not lead to this kind of needle stick event. However, a detachment of the protective cap could be due to a quality defect of the device such as incorrect dimension of the outer diameter of the cap. Therefore, pending quality investigations results and/or additional information, the main root cause can not be determined. Based on the preliminary analysis, pending quality investigation and additional information, no CAPA is required.

Event description:
Spontaneous report, from us local reference #: (B)(4) quality complaint was opened: reference #: (B)(4) this initial serious case report was received on 27-sep-2022 from dentist by dealer and forwarded to septodont the same day via email. Additional info #1 was received on 28-sep-2022 from the dentist by phone. Fup #2 was received on 01-dec-2022 from the quality department. Fup #3 was received on 16-dec-2022. All the information was processed together. This case describes an accidental needle stick with suspected device henry schein 30ga short needle in a female dentist with no relevant medical history. It was reported that on (B)(6) 2022, the dentist performed an oral surgery in a male patient using a henry schein 30ga short needle to administer articaine 4% w/epinephrine 1:100,000 (brand: henry schein) for dental local anesthesia. After the procedure, the dentist tried recapping the needle using henry schein protector needle sheath prop via "one-handed" technique and during this, the cap slipped out and she got stuck by the contaminated needle on the tip of her left finger. It was reported that the needle was not bent prior to injection. The dentist washed her hands with soap and she reported that she is fine. The dentist and patient underwent tests for hepatitis a, hepatitis b, hepatitis c, and hiv and it was reported that the patient's test results came out negative. Information on the batches: #f10811aa, expiry date: 30-sep-2026. At the time of this report, the outcome of the patient was recovered. This case was considered serious by the company with seriousness criteria "required intervention to prevent damage" for pt "accidental needle stick" and "exposure to contaminated device". Manufacturer's preliminary comments: based on the first information available, the report described a detachment of the needle protective cap leading to accidental needle stick in the dentist. This was after an oral surgery using a henry schein 30ga short needle to administer local anaesthetic. The dentist tried recapping the needle with adequate procedure of "one-handed" technique but the cap slipped out, leading to an accidental needle stick with contaminated device. Normally, this technique well practiced does not lead to this kind of needle stick event. However, a detachment of the protective cap could be due to a quality defect of the device such as incorrect dimension of the outer diameter of the cap. Therefore, pending quality investigations results and/or additional information, the main root cause can not be determined. Based on the preliminary analysis, pending quality investigation and additional information, no CAPA is required.

Manufacturer narrative:
Manufacturer's final comments: the defective device was not returned and therefore tests were done on the returned samples from the same batch. Based on the quality investigations, no quality defect has been noticed on the tested samples that could lead to the claimed defects, the products design performance remains within specifications. Regarding the defect holding issue between cap and hub, for better use, during removing, the user is recommended to unscrew without cartridge inside syringe. This kind of incident occurred since there was the change from the opaque/white needle hubs to the new transparent needle hubs. This change was made in line with the change of the needle assembly glue (from heat cured to uv light cured) and was a process improvement to implement an online canula traction test for 100% of the needles. The identified root cause is that the transparent polypropylene retracts more which can sometimes result to a lower holding strength of caps on hubs. So misuse can be excluded from the root cause. Description of remedial action/corrective action/preventive action/field safety corrective action (fsca): based on the complaints, the manufacturer will make a modification of the process - a change in polypropylene resin - which should address the small change back to the way it was previously. No quality defect (product design performance within specifications). Root cause : change from the opaque/white needle hubs to the new transparent needle hubs to make in line with the change of the needle assembly glue (from heat cured to uv light cured) and was a process improvement to implement an online canula traction test for 100% of the needles. CAPA : change in propylene resin which shoul adress the small change back to the way it was before. Amendment/corrected data: the MDR adverse event coding has been updated following cases review during safety reports authoring.